Event description:
It was reported that the wake button was intermittently delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly, the customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly, the customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.